Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient (pt) sent an email reporting that while wearing the (B)(6) brand contact lenses he/she "had 3 rounds of bacterial conjunctivitis after using a new pair of contacts." The pt also reported, "have you had any of conjunctivitis associated with this lot of contact lenses? It's seems crazy but after this last time, I really started to get concerned. I waited the recommended time before using contacts again per the doctor. I discarded the old contacts and cases. Within 2 days of using the new contacts, I would have the symptoms again. I have one pair left, from this lot, which I have not opened yet. Please let me know what to do. I'm scared to use this next pair." No additional medical information has been obtained after multiple attempts to contact the pt. The event date(s) is/are unknown. It is unknown if the product is available for return for evaluation. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002xnr was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.